Event description:
Customer reported fogging on part of her reservoir below the stoppers. The customer also reported smelling insulin. The customer's blood glucose was 243 mg/dl. Customer stated she noticed a leak when she was changing the reservoir. The customer stated there was a leak between the o rings and past the o rings. The customer could not find any cracks or splits in the barrel. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.